Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was elevated to 17 mmol/l (306 mg/dl) and he gave a bolus of 6 units of insulin via his infusion device. He checked his blood glucose level again and it was 22 mmol/l (396 mg/dl) and he bolused another 13 units of insulin. The patient's blood glucose level remained elevated and he went to the hospital where he received an infusion of insulin. He thinks his infusion device does not deliver an accurate amount of insulin. The infusion device was replaced and was requested to be returned for product evaluation.